Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation (rupture of saline implant).

Event description:
Patient reported "saline implant rupture". The side is unknown. Device status is unknown.